Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with the locking mechanism having both rotational and lateral movement; in addition to residue buildup. New component was added to replace worn internal parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the device had rotational and lateral movement.